Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer stated his expected am fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 190 and 192 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 05/26/2027; product storage and open vial date were not provided. The meter memory was reviewed for previous test result history: result 1 :192 mg/dl , date: (B)(6) 2026, time: 4:41pm non-fasting pm , result 2: 190g/dl , date: (B)(6) 2026, time: 4:40pm non-fasting pm , result 3:154 mg/dl, date: (B)(6) 2026 ,time: 808am fasting am , result 4:140 mg/dl, date: (B)(6) 2026, time: 6:35am fasting am , result 5:154 mg/dl, date: (B)(6) 2026, time: 6:40am fasting am , result 6:248 mg/dl, date: (B)(6) 2026, time: 6:00am fasting am , result 7: 89mg/dl, date: (B)(6) 2026 ,time: 5:30am fasting am.